Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, possible over delivery anomaly. The customer reported hyperglycemia with blood glucose value of 45 mg/dl treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040ma, mmt-396a, mmt-1884, mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Cust believes the pump is over delivering. Cust was able to upload to carelink. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-396a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, and self test. Pump passed the basic occlusion at 4.5 lbs. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Pump delivered 158 bolus deliveries on the event date of (B)(6) 2024 at 00:02:51.000 to 23:49:30.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case and pillowing keypad overlay. Unable to verify customer's complaint for low bg's. Possible over delivery anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.